Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/27/2013 with the following findings: during investigation, a review of the pump¿s history showed dates from (B)(6) 2013. A review of the alarm history and black box data showed pump was used after the complaint date (B)(6) 2010; all data has been overwritten in both history and black box downloads. The user¿s programmed basal rates are correctly reflected in the daily insulin delivery totals. No activity outside of normal use is observed in the available black box and history. The pump successfully passed a 29 hour flow accuracy test. The complaint was not able to be duplicated during investigation. The pump information for the complaint date has been overwritten.

Event description:
It was reported that the patient experienced low blood glucose levels frequently after his dinner bolus for three months. On one occasion, the patient reportedly required treatment with glucagon by his wife.

Manufacturer narrative:
The device was not returned to animas for evaluation. If the device is returned, an evaluation will be conducted and a supplemental report will be filed. The patient mentioned that a possible reason for frequent low blood glucose levels is a lowering of his insulin-to-carbohydrate (I:c) ration by his cde. The patient notes using u-500 insulin to pump, which the pump is not designed and calibrated to deliver. The owner's booklet warns that use of any insulin with lesser or greater concentration can result in serious injury or death. No conclusions can be made at this time.